Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) would not inflate or deflate. A revision was performed and the device was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak and pressure tested. No anomalies were found with the cylinders. There reservoir and one of the cylinder kink resistant tubing was worn down to the filament; however, no leaks were present. The pump was visually inspected, leak tested and microscopically examined. Microscope observation revealed contamination within the pump; therefore, the pump was not functionally tested. Based on the information available and analysis results, the inflation and deflation issues were not confirmed.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) would not inflate or deflate. A revision was performed and the device was removed and replaced. No patient complications were reported.